Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) setscrew was not able to engage or turn. It was noted that the left ventricular (lv) lead was reporting out of range impedance measurement due to the setscrew issue. The lead was removed, and the setscrew was attempted to be engaged with a new wrench but was unable to do so. The device was not used, and another device was implanted and functioned as expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.